Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead, implanted (B)(6) 2011; d154awg implantable cardioverter defibrillator (ICD), implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that a lead integrity alert was issued for this right ventricular (rv) lead due to post ventricular sense t wave oversensing. Short interval counts and non-sustained episodes were observed. No further episodes of t wave oversensing were observed and there were no previous issues with t wave oversensing. R waves were chronically 3 mv. The physician did not wish to decrease sensitivity. Per the clinician, rv lead impedance remained stable and within the expected range. No recommendations were provided since t wave oversensing was not occurring real time and the event appeared to be an isolated incidence. No patient complications have been reported as a result of this event.